Event description:
It has been reported to philips that, system would not turn on. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the unit will not turn on and the screen is blank. The onsite service has been cancelled by the customer. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.evaluation method code was corrected.